Event description:
Spoke with patient (B)(6) on (B)(6) 2026 at 5:50 pm cst at (B)(6). To obtain additional information on whether the patient treatment was completed, if adverse effects were experienced, and if medical intervention was required. The patient was able complete treatment on the reported day and on the following day. Regarding the delivery, the patient confirmed she received the new cycler, and the old cycler was picked up. Additionally, patient provides more information regarding an hospitalization, the patient was hospitalized on (B)(6) 2026 presented with a blood clot in the hand and inflammation at the catheter site, for which was taking antibiotics. The patient denied having an infection, the patient continued peritoneal dialysis treatments while in the hospital, did not switch modalities, and confirmed that this issue was not related to pd treatment or any (B)(6) product. The patient did not provide further information. The patient was discharged on (B)(6) 2026 resuming dialysis treatments. The required information has been obtained. Therefore, no further follow up is required at this time. If additional information becomes available, the file will be reassessed and updated accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).